Manufacturer narrative:
Clarification requested. The product device was requested, but not received at the time of this report. The investigation results are not available at the time of this report.

Event description:
The customer reports that during a laparoscopic procedure, one clip out of two were blocked. No pt injury or intervention reported.